Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric bypass procedure; the surgeon was using the device to perform gastrojejunostomy and utilized a suture. The surgeon ran the suture the length of the anastomosis and when he went to pull the knot tightly to secure the suture, the suture broke from the cartridge. The procedure was completed using same like device. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. A visual examination under magnification of the cartridge determined that the suture was pulled out of the needle as no remnant of suture was contained within the needle barrel. Further examination of the needle showed that the swage marks were present and centered on the barrel on both sides of the needle. The drilled hole of the barrel appeared centered and there was no visual evidence of cracking of the barrel. The most likely cause was that the user applied a force in excess of the needle pull off force requirement while knotting for both of the analyzed cartridges.